Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant (xiitp6510) and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant drive feature. The internal and external threads of the implant were damaged. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was low bone density ¿ type iii. The devices had been placed on tooth # 19 for approximately 7 months. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2020010379) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR was not reviewed for the unknown screw since the lot number was unknown. Complaint history review was performed for the reported lot number (2020010379) for similar events (complaint category keywords: fracture: screw & functional: damaged threads) and no other complaint was identified. However, complaint history was not reviewed for the unknown screw. Based on the available information, device malfunction did occur and the reported events were confirmed. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screw fractured, with damaged implant threads. Unable to repair implant. Removed and replaced with new implant with bone graft at tooth site #19. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: pain.